Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the holding arm unexpectedly fell forward (without prior direct manipulation) and resulted in a disconnection between the patient tube and breathing circuit. The patient was a covid 19 patient and the disconnection resulted in an aerosol spread. The patient was not harmed.

Manufacturer narrative:
For the investigation, the information provided for the affected infinity acs hinged arm, the technician's report from the on-site analysis and the results from previous cases were evaluated. The affected hinged arms were checked and readjusted on site by the dräger technician together with the customer. 98 hinged arms from a batch in september 2019 that had been in use since (B)(6) 2019 were affected. Which hinged arm had led to the event in the present case could no longer be determined in the course of the investigation. 30 hinged arms were exchanged because it was not possible to retighten the joints using the screw provided for this purpose. In the remaining 68 hinged arms, the function of holding could be restored by retightening the screws in the affected joint. During the investigation, it was found that the hoist limiting stops and the inner driver groove are excessively worn on some joints. This indicates that the stops and drivers of the arm were overstrained and deformed by improperly pressing the arm over the extended lever of the entire arm. As a result, the brake disks of the joints no longer lie on top of one another in a force-fitting manner and the required holding force cannot be produced. An endurance test of the joints was carried out during product development and repeated with the supplier in 2019 and 2020. A lifespan of 10 years was proven in each of the tests. The braking force on the joints is set using a defined torque and wear over the period of use can be compensated for by readjusting. In the endurance test, the reduction in the holding force at the end of the test was so insignificant that regular service intervals with regard to the holding force was considered not necessary. The instructions for use contain a note in the ¿maintenance¿ chapter that describes the correct adjustment of the joints when the holding force decreases. The instructions for use also advise you to check before operating the articulated arm whether the set position of the arm is maintained even after it has been moved. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the holding arm unexpectedly fell forward (without prior direct manipulation) and resulted in a disconnection between the patient tube and breathing circuit. The patient was a covid 19 patient and the disconnection resulted in an aerosol spread. The patient was not harmed.